Event description:
It was reported to philips that the device failed its defib test. There was no patient involvement.

Event description:
It was reported to philips that the device failed its defib test. There was no patient involvement.